Event description:
The health care provider (hcp) reported that the patient had experienced blood glucose issues resulting in recent hospitalizations. No details were provided regarding the specific type of blood glucose issues experienced. The hcp indicated that the patient was asked to present for an in-person visit on (B)(6) 2025, to review the patient¿s pod and glooko data. No additional information was provided despite multiple good-faith efforts to obtain further details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.